Event description:
The customer reported a false repeat reactive alinity s hiv ag/ab combo result on a patient. Results provided: (B)(6) 2021 sid (B)(4) = 1.46 / 0.46 / 0.42 s/co, retested on (B)(6) 2021 = 1.13 / 1.11 / 0.15 / 0.19 s/co. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. The initial reports were submitted under manufacturer report numbers 3002809144-2021-00720-00 and 3002809144-2021-00719-00 ((B)(6)) as manufacturing site) with suspect medical device of alinity s hiv ag/ab combo reagent kit, list 6p01. After further evaluation, the suspect medical device was changed to alinity s, list 6p16 ((B)(4) as manufacturing site), which is this report.

Manufacturer narrative:
This submission is being submitted to update the information for section a1, patient identifier; information was inadvertently reported as p000321244, however correct information is multiple.

Manufacturer narrative:
This submission is being submitted to update the section h2: if follow up, what type. It was inadvertently reported as additional information, however correct information is correction and additional information.

Event description:
The customer reported a false repeat reactive alinity s hiv ag/ab combo result on a patient. Results provided: (B)(6) 2021 sid (B)(6) = (B)(6) retested on (B)(6) 2021 sid (B)(6) = (B)(6) s/co, bio-rad elisa is negative. Additionally, the customer also reported false initial reactive and grayzone alinity s hiv ag/ab combo results on two patients. Results provided: (B)(6) 2021 sid (B)(6) = (B)(6) s/co, retested on (B)(6) 2021 sid (B)(6) = (B)(6) (B)(6) 2021 sid (B)(6) = (B)(6) retested on (B)(6) 2021 sid (B)(6) = (B)(6) both samples tested by bio-rad elisa = negative. No impact to patient management was reported.

Manufacturer narrative:
Complete information for section a1 - patient identifier (B)(6). During the investigation, it was determined that the results were impacted by an error associated with the reagent probe (r1) wash cycle, which was introduced in the alinity s system software version 2.8.0, ln 04u76-15. The wash cycle removes fluid that remains on the interior and exterior surfaces of the probes at the wash station. With this error, the r1 probe washing is utilizing 1 ml versus the intended 3 ml of wash buffer to wash the exterior of the r1 probe. With this error, while operating on the alinity s system software version 2.8.0, ln 04u76-15, there is a potential for false reactive alinity s hiv ag/ab combo test results when alinity s hiv ag/ab combo reagent kit, ln 06p0155, and the alinity s anti-hcv ii reagent kit, ln 04w5655, are calibrated and run on the same processing lane. Abbott issued product correction letters to all customers who have an alinity s system installed. Customers who do not have alinity s anti-hcv ii assay commercially available have also been made aware of software issue. The letter states there have been no reports of falsely reactive results associated with this event for the assays available to them, and there is no potential for incorrect nonreactive results. The letter also informs them that a future software update will correct the issue. Note: the alinity s anti-hcv ii reagent kit is not currently available in the united states.